Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860 k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of impact on the patient.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of impact on the patient.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is not confirmed. The instrument is in good operating condition (no instrument related issues were found), met all required bd specifications as well. The root cause is unknown. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. H3 other text : see h.10.